Manufacturer narrative:
Two opened probes were received. Sample #1 was visually inspected and found to be non-conforming with the probe needle bent and orange/brown foreign material on the port face, in the port and on the welded cap. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation and aspiration and was non-conforming for cut. Sample #1 was then disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed at the cutting edge and several other locations along the inner cutter and wear marks were observed at one location on the cutter. Sample #2 was visually inspected and found to be non-conforming with the probe needle slightly bent and orange/brown foreign material on the port face and on the welded cap. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation and aspiration and was non-conforming for cut. Sample #2 was then disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation did not confirm the reported aspiration failure in either returned sample. The evaluation did confirm that both returned probes had cut failures. The cause of the cut failures is the observed gouges to the cutting edge of the inner cutter of the probe. A damaged cutting edge can decrease the quality of the cut performed by the probe. How and when the cutting edge of the inner cutter of both returned probes became damaged cannot be determined form this evaluation. The exact root cause of the bent needles and inner cutters on both returned probes cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The reported aspiration failure was not confirmed and an exact root cause for the cut failures and bent needles and bent inner cutters for both returned probes was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, during a combined cataract/vitrectomy procedure, the vitrectomy probe seemed weak and cutting could not be performed. The probe was exchanged for another one but the same issue occurred. The console was then exchanged and another probe of a different gauge was used. The surgical case was stopped halfway through the procedure due to aspiration failure. The procedure was completed with no impact to the patient. Additional information was received confirming the third probe also had weak aspiration and no cutting function. It was also confirmed that there were no problems for the patient. No future treatment or additional surgery will be required. This is one of two reports from this event.